Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
This article presents a study which aims to evaluate the performance and predictors of failure of paclitaxel drug-eluting stents and paclitaxel-coated balloons in the treatment of long-segment femoropopliteal disease. The article reports on a retrospective cohort analysis of patients treated with paclitaxel-eluting stents and paclitaxel-coated balloons in lesions >100 mm, which were not included in any of the pivotal trials. During the study period, patients with severe claudication, rest pain, and tissue loss corresponding to rutherford category iii-vi were followed. Patients with less than 1-year follow-up were excluded as were patients with diseased vessel segments shorter than 100 mm. Patients were followed following their index procedure for target lesion restenosis, defined as a reduction in lumen diameter by greater than 50% as measured by duplex ultrasonography. Patients received intra-arterial heparin after placement of the arterial sheath to achieve an activated clotting time greater than 200 sec. The width and length of stent/balloon used were documented. The endovascular instrumentation width used corresponded to the diameter of the proximal, non-diseased vessel. Patients were treated with an endovascular first approach. Claudicants were managed medically and with supervised exercise programs. They were also encouraged to stop smoking if applicable. Occlusions were typically treated with stents as were patients with vessel recoil and flow-limiting dissections. Tandem lesions were addressed individually. Three vascular surgeons were the operatorsin all the cases. The interventions used included a non-medtronic drug-eluting stent (des), a non-medtronic drug-coated balloon (dcb) and medtornic¿s in.pact dcb. Patients were treated based on the operating surgeon¿s discretion. Clinical grading was determined by rutherford classification as well as the society for vascular surgery¿s wound, ischemia and foot infection classification. Target lesion patency was defined as <(><<)>50% stenosis based on ultrasound criteria of velocity ratio less than or equal to 2. Completion angiograms were used to determine technical success of balloon angioplasty or stent implantation, postprocedural residual stenosis, as well as the number of runoff vessels. Arteriotomy closure devices with additional manual pressure were used to manage puncture sites. All patients received postoperative clopidogrel and were continued on dual agent antiplatelet therapy for at least 6 months postintervention. Aspirin therapy was typically continued thereafter. Patients returned to the outpatient clinic for follow-up and were reinvestigated at 3, 6, and 12 months from the date of their procedure. Patients were also instructed to return earlier if they experienced new onset or worsening of symptoms. Patients were assessed by physical examination as well as duplex ultrasonography for evaluation of restenosis. All procedures were technically successful. Twenty-eight percent of patients underwent concurrent tibial intervention. Only 14.4% of patients analyzed suffered from severe claudication with rutherford class iii limb ischemia. The remaining patients had critical limb ischemia with 16.5%, 46.4%, and 22.7% of patients having rutherford class IV, v, and vi limb ischemia, respectively. The vast majority, 82.5%, of lesions were in the superficial femoral artery with the remainder in the popliteal artery. Bailout stenting with bare metal stenting was performed in 2 patients undergoing angioplasty with dcb. Only 13 patients underwent treatment with both modalities. Of these patients receiving both des and dcb, 8 did not experience restenosis and 5 did. Sixty-nine interventions remained patent during the median 13-month follow-up period. There were no early thrombotic reocclusions occurring within 30 days, but 28 patients developed a target lesion restenosis or occlusion during the 1-year follow up period. Cumulative freedom from restenosis at 6 and 12 months was 87% and 71% overall, respectively. Target vessel restenosis occurred in 23.7% of patients, whereas occlusion occurred in 5.2% of patients. The cumulative patency during the same follow-up periods varied significantly between patients treated with different paclitaxel modalities. Eighty-eight percent and 80% primary patency was observed in patients treated with des at 6- and 12- month intervals, respectively. Patients treated with only dcb had primary patency rates of 81% and 49% at 6- and 12-month intervals, respectively. Comparison of characteristic variables among patients with and without target lesion restenosis was carried out. The association between end-stage renal disease, recurrent lesions, concurrent tibial angioplasty, as well as index treatment with drug-coated balloons and target lesion restenosis did not reach significance. Treatment with drug-coated balloons was associated with a 2.41-fold increased adjusted risk for target lesion restenosis. Increased patient age, end-stage renal disease, concurrent tibial angioplasty, and recurrent lesions were not significantly associated with restenosis.